Event description:
It was reported that the customer was experiencing high blood glucose levels (440 mg/dl). Reportedly, the customer had blood in his cannula when he performed and infusion set change. Customer took manual injections and changed out his infusion set and cartridge to stabilize his blood glucose levels.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.